Manufacturer narrative:
The consumer provided a sample photo and the string length was unable to be determined. No physical samples were provided. Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed. This lot confirmed no short strings were observed during the production of this lot.

Event description:
Consumer reported via email that prior to use of a tampon, she noticed the plunger piece of the applicator was broken and cut off. She decided to use the tampon and then upon removal from her body, she reported the string seemed shortened. She did not report any adverse health effects or the need for medical attention.